Event description:
Report was identified during a recent FDA inspection at the mfg facility. (B)(4). Complaint received as follows: the catheter was placed on (B)(6) 2010. Attempts to remove it on (B)(6) have not worked. The pt went to the emergency. The catheter was removed 'by force" without the deflation of balloon on (B)(6) then a new probe has been used. The pt left hospital and she received local care (gynecological betadine) and pills against pain. The balloon was tested before insertion. No lubricant was used. The balloon was inflated with saline. A nurse is present every day and check the daily status of pts.

Manufacturer narrative:
This case has been reviewed and deemed to be a serious adverse event. Reported to the FDA on (B)(4) 2012.